Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. The power module device was evaluated and the reported condition that the device was making noise was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had a worn motor, component damage, unintended activation/motion, and would not run. Therefore, the reported condition that the drill was working slow was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear. UDI ¿ (B)(4).

Event description:
It was reported from india that during service and evaluation, it was determined that the power module device had a worn motor, component damage, unintended activation/motion, and would not run. It was further determined that the device failed pretest for check motor shaft abrasion and free movement, check for unintended motion with handpiece, check in ¿off/lock¿ mode with handpiece, and function ¿ test. It was noted in the service order that the device was working but when it was inserted into the handpiece device, the drill was working slow and making noise (all the lights were working when the button was pressed for long). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.